Event description:
It was reported that a set screw was noticed on x-ray to have backed-out at an unknown point post-implantation. A revision surgery was performed to replace the setscrew. It was reported that the pt was non-complaint with the surgeon's post-operative care instructions. The patient did not wear a rigid fixation brace for the prescribed period of time. The pt also returned to normal physical activity sooner than the surgeon indicated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned for eval. It was reported that the pt requested to retain the product. Therefore, we are unable to determine the definitive cause of the reported event. However, the initial reporter observed during the revision surgery, that the set screw made proper contact with the rod from the visual indications noted.